Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the lead extension due to damage that caused an anomaly in a tracing of the left electrode channel. The patient experienced a resurgence of serous psychiatric illness, obsessive compulsive disorder (ocd).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the lead extension due to damage that caused an anomaly in a tracing of the left electrode channel. The patient experienced a resurgence of serous psychiatric illness, obsessive compulsive disorder (ocd). Additional information was received indicated that during the revision the physician observed that the lead extension was discovered bare and bent. The explanted lead extension was destroyed by the medical facility.